Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator: (B)(6) 2008. A 5076 implantable pacing lead: (B)(6) 2002. (B)(4).

Event description:
It was reported that there was low sensing on the right ventricular (rv) lead. The pace/sense portion of the lead was capped and a new pace\sense lead was implanted. The right ventricular coil and the superior vena cava (svc) coil are still in use. No patient complications have been reported as a result of this event.